Manufacturer narrative:
No unexpected low battery alarms or button error alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The act button on the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while sleeping. The customer's blood glucose was 55 mg/dl. Troubleshooting was done. The customer stated that, prior to the alarm, she had received a low battery alert and incorrectly pressed a button that she did not intend to. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.